Manufacturer narrative:
Additional information has been provided. The vitrectomy valve cable was received and a visual assessment of the returned sample showed no obvious nonconformity. The sample was installed into a known good pneumatics module, and then installed into a calibrated system for functional testing. The system was booted-up with no system messages and a combined cassette was successfully primed with a 25ga vitrectomy probe connected. The module was then tested, but found to fail intermittently. The vitrectomy valve cable was found to be nonconforming at higher cut rate. This indicates wear on the l5 valve. The root cause of the reported event can be attributed to wear on the nonconforming vitrectomy valve cable. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure the vitrectomy stutters and no longer cuts. There was no patient impact. Surgery was completed with a second machine. There was no system message displayed. Additional information has been requested and received.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The vitrectomy valve cable was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on december 6, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming vitrectomy valve cable. (B)(4).